Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was exercised prior to insertion; the helix would not come out using the standard tool. The lead was straightened, and the helix extended. Upon initial placement, it took a lot of turns to extend the helix, and the lead dislodged a few times during placement. The physician also felt that the helix was 'stabbing out' when deployed. Finally, the lead was placed. Upon hooking the lead up to the device, the lead exhibited no capture and was found to have dislodged once more. The lead was repositioned, and remains in use. Additionally, the atrial lead dislodged multiple times, and it was thought that the patient had a lot of scarring in the atrium, as the helix was not 'grabbing on' during placement. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.